Event description:
It was reported that the patient was presented to the emergency room on (B)(6) 2011 with a severe migraine on the left and right side, nausea, and photophobia. She received 2 liters of ivfs with the following medications: toradol, zofran, caffeine, morphine(4mg ms IV), and benadryl. She recovered without sequelae on (B)(6) 2011.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2009-(B)(6), product type extension product ID 7482a51, serial# (B)(4), implanted: 2009-(B)(6), product type extension product ID 3391s-40, lot# v159340, implanted: 2009-(B)(6), product type lead product ID 3391s-40, lot# v159340, implanted: 2009-(B)(6), product type lead. (B)(4).